Manufacturer narrative:
Testing of actual/suspected device (10/213) after further investigation, there was no issues with the EKG, and it was solely a user error. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an EKG that could not be detected. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an ECG that could not be detected. There was patient involvement but no patient harm reported. Getinge field service engineer (fse) spoke with biomed engineer and he confirmed there was no issues identified. That was user error.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an EKG that could not be detected. There was patient involved but no patient harm, serious injury or adverse event was reported.